Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, the patient alleges elevated metal ion levels and ongoing pain. Revision procedure was performed in (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.